Manufacturer narrative:
Report 9615008-2017-00003 is associated with argus (B)(4), gsk toothbrush. Follow-up information received on 17 march 2017 via quality assurance who confirmed that the suspect toothbrush was dr. Best juniorzahn (initially reported as gsk toothbrush). Dr. Best juniorzahn is not marketed in the us, therefore regulatory reporting on this product is not required. Comment: **downgrade report**.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage in a (B)(6) female patient who received gsk toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started gsk toothbrush. On (B)(6) 2017, an unknown time after starting gsk toothbrush, the patient experienced hemorrhage (serious criteria gsk medically significant) and product complaint. The action taken with gsk toothbrush was unknown. On an unknown date, the outcome of the hemorrhage and product complaint were unknown. It was unknown if the reporter considered the hemorrhage to be related to gsk toothbrush. Follow-up information received from the patient's father on 13 february 2017: it was reported that the patient had no relevant medical history and was not taking any concomitant medication. The patient used the gsk toothbrush three times per day from (B)(6) 2017. It was reported that the toothbrush was not re-used. At the time of reporting, the event had resolved. Final qa results received on 17 march 2017: this complaint was deemed unsubstantiated. Error correction from 17 march 2017: the suspect product was corrected to gsk toothbrush (dr. Best juniorzahn) toothbrush. Comment: *downgrade report*.

Manufacturer narrative:
This report is associated with argus case (B)(4), gsk toothbrush.

Event description:
Bleeding cheek [hemorrhage]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage in a (B)(6) female patient who received gsk toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started gsk toothbrush. On (B)(6) 2017, an unknown time after starting gsk toothbrush, the patient experienced hemorrhage (serious criteria gsk medically significant) and product complaint. The action taken with gsk toothbrush was unknown. On an unknown date, the outcome of the hemorrhage and product complaint were unknown. It was unknown if the reporter considered the hemorrhage to be related to gsk toothbrush.

Manufacturer narrative:
This report is associated with argus case (B)(4), gsk toothbrush.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage in a (B)(6) female patient who received gsk toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started gsk toothbrush. On (B)(6) 2017, an unknown time after starting gsk toothbrush, the patient experienced hemorrhage (serious criteria gsk medically significant) and product complaint. The action taken with gsk toothbrush was unknown. On an unknown date, the outcome of the hemorrhage and product complaint were unknown. It was unknown if the reporter considered the hemorrhage to be related to gsk toothbrush. Follow-up information received from the patient's father on 13 february 2017: it was reported that the patient had no relevant medical history and was not taking any concomitant medication. The patient used the gsk toothbrush three times per day from the this report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. 2017. It was reported that the toothbrush was not re-used. At the time of reporting, the event had resolved.